Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: territory 202 reports that the surgeon was advancing the reamer, the part of the pinnacle grater head that connects to the reamer came apart. The grater was disposed of. No surgical delay. The device associated with this report was not returned. A two-year search of the complaint database found prior reports for the attachment bar breaking off that were attributed to wear out. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. The provided date code a0311 indicates the instrument was manufactured in march of 2011 and is over 9-years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify the root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was advancing the reamer, the part of the pinnacle grater head that connects to the reamer came apart. The grater was disposed. No surgical delay.